Manufacturer narrative:
The pump was received with all operating currents within specification and passed the functional testing including the rewind, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The pump was received with minor scratches on the lcd window, a cracked belt clip slot, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose that was running from 400 mg/dl to 500 mg/dl. The customer's blood glucose was 385 mg/dl at the time of call. The customer stated that they treated the high blood glucose with manual injection. The customer stated that the drive support cap appeared normal. The customer performed troubleshooting and did not find air bubbles, leaks and site and insulin issues. The customer was advised to change the entire set, reservoir, insulin and treat per health care provider's instructions. The insulin pump will be returned for analysis.